Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
A complaint of imprecise sequential readings was received on a customer's precision xtra meter. The customer obtained readings of 1.1 mmol/l, 20 mmol/l and 8.0 mmol/l within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment.